Event description:
It was reported that the patient experienced recurring incontinence over the last three months with his artificial urinary sphincter (aus). The patient underwent surgery and calcification in the urethra was observed. All components were removed and replaced. The calcification was not caused by the aus, it was an unrelated issue. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence over the last three months with his artificial urinary sphincter (aus). The patient underwent surgery and calcification in the urethra was observed. All components were removed and replaced. The calcification was not caused by the aus, it was an unrelated issue. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.